Manufacturer narrative:
Event date: exact date unknown, event occurred a few weeks prior to the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was getting overstimulation and experiencing burning sensation when stimulation despite multiple reprogramming attempts. Review of the ipg database revealed no signs of therapy issues. The physician administered epidural injection and the patient was doing well.